Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pump module over infused nitroglycerin. The pump module was ordered at a rate of 20 mcg/min delivered 5ml per 1/10 ml. There was patient involvement but no harm.

Event description:
It was reported that the pump module over infused nitroglycerin. The pump module was ordered at a rate of 20 mcg/min delivered 5ml per 1/10 ml. There was patient involvement but no harm.